Event description:
The clinician reported that three months after the dental implant was placed, in the upper right of the patient's mouth, failure of implant was verified. Periodontal disease was present at the time of implant placement. Bone graft was performed and poor oral hygiene was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.